Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the ion-selective electrode (ise) module and replaced multiple hardware components and the power supplies to no avail. The primary cause of the event was not determined. The instrument was replaced to resolve the issue.

Event description:
The customer reported obtaining erratic ion-selective electrode (ise) recoveries. The customer obtained a false high sodium (na), false low na, and/or false high potassium (k) and false low chloride (cl) for two (2) patients, involving the au680 clinical chemistry analyzer. The customer repeated the samples and obtained na, k, and cl results considered correct. The false na, cl, and k results were not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.